Manufacturer narrative:
A review of customer provided image was consistent with reported complaint of observing tears on the tip cover accessory. Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have tearing at the mouth where the scissor tips exit. The tear was axially aligned with the tip cover and measured 0.072¿ in length. There were no signs of thermal damage at the end of any tears, as evidenced by charring or melting. Additional observation(s) : the pellethane insert on accessory was completely separated from the silicone overmold. The silicone overmold did not carry any of the gray pellethane, and it appeared that separation between two components was very clean. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears. The probable root cause of clean separation between the insert and overmold could potentially be due to shrinkage of the pellethane insert during autoclaving. The mcs tip cover is a single-use accessory and is not to be reprocessed. Pellethane is typically incompatible with autoclaving and can warp and/or shrink when exposed to high temperatures.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) tip cover accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative found that the tip cover accessory had slightly slipped off. After external reinforcement, it was still easy to slip off again. As the opening and closing amplitude increased closer to the tip of the scissors, it was quickly discovered that the tip cover accessory had cracked, most likely caused by the scissors opening and closing the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer found that the end of the protective cover had slipped. At this time, the tip cover will be close to the scissor head end, and the closer it is to the scissor head end, the greater the opening and closing angle, but the inner diameter of the head end of the tip cover is very small. After removing the instrument and reinforcing the tip cover again, it slipped again within a few minutes. As the surgery was about to be completed, the surgeon refused to reinforce the tip cover again or replace it with a new one. After removing the instrument at the end of the surgery, it was found that the tip cover of the scissors had cracked along the direction of the scissors opening and closing, and no arcing was found. No fragments fell into the patient's body.